Manufacturer narrative:
The investigation into patient's access site bleeding has been completed. No product was returned. Per the clinical investigation, the root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. A small hematoma was observed at the impella insertion site. Femstop to belt pressure was placed to control this issue. It was reported that groin site bleeding occurred and the patient was transfused two units of packed red blood cells to achieve hemostasis. Weaning was successful, the device was explanted, and the procedural outcome is the patient survived.